Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab), blood was noted in the gas extender line. A new iab was inserted to continue therapy. The indication for use was left main disease. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab), blood was noted in the gas extender line. A new iab was inserted to continue therapy. The indication for use was left main disease. There was no reported injury to the patient.